Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for pump error and asked to rewind every hour. Customer's blood glucose was 9.7mmol/l at time of incident. Customer was advised to discontinue from pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. Noted during testing. (B)(4).